Event description:
During the follow-up post implantation, a message appeared: "device is in standby" initialization was carried out on the patient. After 5 minutes, the user interface opened again and the device could be programmed. However, there is a complete input and output block with an impedance of over 3000 ohms for both probes. There were several attempts to query the software and also restarts. Both were unsuccessful and there was no change to the device or the probe impedance. The device was replaced, all probes were completely tightened and everything worked perfectly with the second device.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During the follow-up post implantation, a message appeared: "device is in standby" initialization was carried out on the patient. After 5 minutes, the user interface opened again and the device could be programmed. However, there is a complete input and output block with an impedance of over 3000 ohms for both probes. There were several attempts to query the software and also restarts. Both were unsuccessful and there was no change to the device or the probe impedance. The device was replaced, all probes were completely tightened and everything worked perfectly with the second device.

Manufacturer narrative:
The investigation led to the following observations: - due to the presence of a very thin conductive wire, the electrical parameters have been disturbed such as absence of pacing and overconsumption leading to a device¿s reset. - once this wire has been removed, the pacemaker returned to normal functioning. - this complaint is recorded for trending purposes. For more details, please refer to the attached analysis report.

Manufacturer narrative:
The conductive thin wire found has been expertized and it has been confirmed that it is related to a titanium dust. The most likely hypothesis is that it comes from the can. Actions are in progress to insure that this issue does not occur anymore.

Event description:
During the follow-up post implantation, a message appeared: "device is in standby" initialization was carried out on the patient. After 5 minutes, the user interface opened again and the device could be programmed. However, there is a complete input and output block with an impedance of over 3000 ohms for both probes. There were several attempts to query the software and also restarts. Both were unsuccessful and there was no change to the device or the probe impedance. The device was replaced, all probes were completely tightened and everything worked perfectly with the second device.